Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. Did this issue contribute to any patient adverse event? Multiple sutures broke during anastomosis of CABG procedures; these had to be cut out & redone. How many devices demonstrated the alleged deficiency? All sutures from this lot number had issues. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? Three procedures before all of the effected lot numbers were found & boxes pulled from the shelves. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify that suture broke during use on the patient. Please perform and document the follow up attempt for product return. I do not have the tracking information for the return, but they have been returned to (B)(4)/distributor. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was the re-suturing performed during the same procedure? What is the most current patient status? Please perform and document the follow up attempt for product return. Please provide tracking number a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a coronary artery bypass grafting on (B)(6) 2026 and suture was used. Suture broke. No other information provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? No how many devices demonstrated the alleged deficiency? Multiple sutures from multiple boxes broke a few throws into the anastomosis. Did the event occur during one or multiple patient procedures? Multiple what is the total number of procedures? 5, with multiple surgeons. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? They were reported to (please refer to the attached mail) when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the sutures broke wile in use on the patient. Please perform and document the follow up attempt for product return. Please provide tracking number unsure of the tracking information.